Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed error 41622. User opened and closed the battery door and was able to restart the pump. The alarm returned after infusion was restarted. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.